Manufacturer narrative:
H3: product analysis: evaluation determined that the reported issue of bearing mechanism failure is confirmed. The likely cause of the failure is due to broken distal bearings. It was noted that there was no bur has been found stuck inside the attachment, the leg is scored, the color band and laser markings are faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing/maintenance, the bur noted to be jammed inside the attachment and had a bearing mechanism failure. There was no patient involved.